Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, wear abrasion and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.